Event description:
A customer reported the probe would not cut. There was no pt involvement as this event was noticed by the nurse during setup. No add'l info was provided.

Manufacturer narrative:
A sample is expected to be returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).